Event description:
The customer reported a loss of cine/vascular modes. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge board. The system operates as intended.